Event description:
It was reported that the patient had difficulty in charging the implantable pulse generator (ipg). It was also noted that the patients leads had migrated, which was confirmed through fluoroscopy. There was one lead that had high impedances and the patient experienced a sudden jolt sensation. The patient underwent a revision procedure wherein the ipg and spinal cord stimulator leads were replaced. The patient was doing well postoperatively. Additional information was received that the explanted devices were not returned as they were kept by the medical facility.

Event description:
It was reported that the patient had difficulty in charging the implantable pulse generator (ipg). It was also noted that the patients leads had migrated, which was confirmed through fluoroscopy. There was one lead that had high impedances and the patient experienced a sudden jolt sensation. The patient underwent a revision procedure wherein the ipg and spinal cord stimulator leads were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of weeks ago. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) and batch: 7117444. Product family: scs-ipg-r-MRI. Upn: m365sc12160, model: sc-1216, serial: (B)(6) and batch: 550967.